Manufacturer narrative:
Hamilton medical comes to the following conclusion: defective blower. Replacement of defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event 231009 and noisy blower.